Manufacturer narrative:
The most likely cause of open circuit errors is internal fracture to the implanted lead. The patient reports no falls or other trauma that may have inadvertently damaged the implanted components. Imaging found no obvious fractures or damage to the lead. All intra-operative testing at the time of the initial implant returned good results. The explanted components were not retained by the medical facility and unable to be further inspected or tested by the firm. Cause of the component failure is unable to be conclusively determined with the information available.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator on (B)(6) 2025 to treat bilateral back pain. Approximately 2 weeks after activating the system, the patient reported loss of stimulation to the right side. Testing of the system found open circuit impedance readings on 3 out of the 4 electrodes on the right-side implanted lead. A surgical revision was performed on (B)(6) 2025 to replace the faulty lead.